Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). Gas loss alarm. Esp personnel explained the nature of the alarm,the alarm was likely caused by a febrile temperature of 103. They had utilized the help screen or the iab fill key.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.